Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: inguinal hernia. Event description: during insertion into the wall, the tip of the obturator broke. The surgeon recovered with a pliers the broken tip inside the patient's body and to continue his intervention. There are no consequences for the patient. The trocar and tip of the obturator have been recovered and are available in the operating room. Intervention: the surgeon recovered with a pliers the broken tip inside the patient's body and to continue his intervention. Patient status: no patient injury or illness occurred associated with the complaint event.

Event description:
Procedure performed: inguinal hernia. Event description: during insertion into the wall, the tip of the obturator broke. The surgeon recovered with a pliers the broken tip inside the patient's body and to continue his intervention. There are no consequences for the patient. The trocar and tip of the obturator have been recovered and are available in the operating room. Intervention: the surgeon recovered with a pliers the broken tip inside the patient's body and to continue his intervention. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. However, the obturator of the event unit was not returned. Engineering observed a fracture at the cannula tip, which confirmed that the tip of the event unit had broken. Based on the condition of the returned unit, it is likely that the reported event was caused by the forces applied to the device during insertion, a material abnormality in the cannula that made it more susceptible to fracture, or a combination of both. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.